Manufacturer narrative:
(B)(4). Physio-control verified the reported issue and determined that the cause of the reported issue was a third party usb data cable. Physio confirmed that any device which had the cable plugged in to it would not power on. The cable was then removed from the customer's inventory and they were provided with a replacement third party usb data cable for use. Physio further examined the removed third party usb data cable and observed that the cable was damaged at the pcb strain relief, causing the device to power off whenever the cable was flexed.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.